Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) found blood and contrast in the guide wire lumen and on the balloon and in the loosely folded balloon; which is consistent with stent deployment and a leak or rupture occurred inside the patient anatomy. The hypotube shaft was separated 17.5 centimeters distal to the strain relief tubing confirming the reported information that the shaft separated due to handling after the procedure. The fracture faces were ovaled as if kinked prior to separation. The outer jacket was stretched and torn. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the proximal shaft can lead to weakening of the material of the hypotube such that subsequent application of force or further handling can cause a detachment. There were two kinks in the hypotube shaft 1.5 centimeters and 7 centimeters proximal to the separated edge. There were bends in the hypotube shaft 4 centimeters and 13 centimeters distal to the strain relief tubing. Using a new indeflator filled with water and using a luer, inserted the distal section of the sds into the luer and pressurized the balloon to rated burst pressure (rbp) 18 atmospheres and there was no rupture noted. The balloon inflated and held pressure. The reported balloon rupture could not be confirmed. To ensure that all products perform according to specification, all sds are 100% visually inspected for damages and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify inflation to rbp. There was no report of any product damages during inspection prior to use and no report of any leaks during preparation which may suggest that a product deficiency did not contribute to the difficulties experienced. In this case, it was reported that the catheter encountered resistance during advancement with the heavily tortuous and calcified lesion. The reported advancing with resistance most likely caused the catheter to kink and crack. A cracked shaft would have contributed to the reported inflation difficulty and partial stent deployment as reported and gave the perception that the balloon was ruptured. Further handling afterward caused the cracked shaft to separate as reported. The observed hypotube kinks/bends most likely occurred during the procedure or during packaging the device for return as there was no reported of any damages during inspection prior to use. Overall, the reported difficulties appear to be related to operational context of the procedure. A review of the lot history record revealed no non-conformances related to the reported event. A query of the complaint-handling database indicated there are no similar incidents. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex vessel with heavy tortuosity and calcification. Pre-dilatation was performed in the target lesion. The 2.5 x 18 mm multi link stent delivery system (sds) was prepped for use; however, during preparation, the distal shaft kinked and then separated. The 2.5 x 15 mm multi link sds was then selected and advanced to the lesion; however, some resistance was noted with the vessel. During deployment, the balloon ruptured during an inflation of 6 atmospheres. The stent was partially deployed; therefore, a non-abbott balloon was used to fully expand the stent. The stent was deployed successfully and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 2.5 x 18 mm multi-link 8 referenced being filed under a separate medwatch report.